Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00855. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result, one of the patient's leads was explanted and replaced, and therapy was restored post-op. Both devices are being reported as it is unknown which lead was replaced.